Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, lung cancer, irritation, respiratory illness, respiratory arrest, and stroke. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, lung cancer, irritation, respiratory illness, respiratory arrest, and stroke. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Three good faith efforts to obtain additional complaint information and to request the device to be returned for evaluation were made to the customer representative on the following dates: april 17, 2024, april 26, 2024, and april 30, 2024. The customer representative was unable to provide additional information and/or return the device for evaluation. As the device retrieval requests were unsuccessful, a final report is being submitted. If new information becomes available a supplemental report will be completed. Section adverse event/product problem has been updated/corrected in this report.